Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. A visual inspection found the scope's bending section cover torn and missing half way. The scope¿s angulation was tested and found very low. The bending section was noted to have an irregular shape with a light dent. The scope¿s image was normal and clear with no stain or flickering. The scope passed the fog test. All switches were found functional. A dent was noted on the control body on the side with cracked glue inside the channel opening. The scope¿s connector was dry and the length of scope¿s wires was within specification. Based on the evaluation findings, the physical damage to the scope was attributed mishandling. The instruction manual warns uses" never insert or withdraw the insertion section abruptly or with excessive force."

Event description:
The service center was informed that at the conclusion of a bronchoscopy procedure, scope got stuck in the patient's endotracheal (et) tube. In order to withdraw the scope the doctor pulled and yanked on it ripping the outer layer of the bending section off. The facility¿s respiratory assistant reported it is believed that the 7 1/2 size et tube was too small for the end of the scope. As a result the user facility has placed a protocol not to use an et tube smaller than a size 8. The intended procedure was completed. The patient did not require any observation or longer stay and was extubated the next day as planned. There was no patient injury.